Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse noticed that the universal surgical manipulator (usm) 1 moved freely because of the uneven flooring. The fse often experienced the same issue during a quad calibration test. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 was drifting and seemed to be taking longer than normal to lock into place. The tse reviewed logs and no associated errors were present. The customer power cycled the system to resolve the issue. The procedure was completing as planned with no reported injury.